Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens of diopter -8.5/2.0/080 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2024. The lens was exchanged for a lens of longer length on (B)(6) 2024 due to low vaulting and lens rotation. The problem was resolved. Cause is reported as unknown.

Manufacturer narrative:
Claim# (B)(4).